Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the patient coughed up blood due to a punctured lung. This was probably due to the insertion of the left ventricular sheath. The implant attempt was aborted. The patient was hospitalized and given medications. The implant was then done several days later. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.